Event description:
It was reported that the device lost aspiration. A 2.4mm jetstream xc catheter was selected for use for an atherectomy procedure in the superficial femoral artery (sfa). The jetstream was passed approximately 100mm when it was noticed that the device was not aspirating. The physician removed and re-primed the catheter. The device was then tested in a bowl of saline, however, it still would not aspirate. Another 2.4mm jetstream xc catheter was used to complete the procedure. There were no patient complications reported and the patient's status post procedure was fine.

Event description:
It was reported that the device lost aspiration. A 2.4mm jetstream xc catheter was selected for use for an atherectomy procedure in the superficial femoral artery (sfa). The jetstream was passed approximately 100mm when it was noticed that the device was not aspirating. The physician removed and re-primed the catheter. The device was then tested in a bowl of saline, however, it still would not aspirate. Another 2.4mm jetstream xc catheter was used to complete the procedure. There were no patient complications reported and the patient's status post procedure was fine. Device evaluated by MFR: the device showed no damage. Functional analysis was done by completing the aspiration testing of the device. The device is tested by using a 100ml beaker of water. During functional testing the catheter did leak from the kink in the shaft. Test results showed that this device did not perform as designed per the test procedure specification of withdrawing 1ml of fluid in the 1minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues.